Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient account details was not showing in the station. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient account details was not showing in the station. A technical support specialist outlined the procedures for the user to re-admit the patient. The system functioned as intended after the technical support service troubleshooted the device.